Manufacturer narrative:
(B)(4). G2: foreign country: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery. Subsequently, the patient was revised due to a fractured hinge pin. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. A picture of the explanted device was provided. Visual examination of the image identified that a part of the hinge post has fractured off. Further evaluation could not be performed as the device was not returned. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.